Event description:
Switched to dexcom g7 and omnipod 5 compatible pods for 6-year-old daughter. Had to replace 4 pods. Spent 3 hours with omnipod support. Tried new pod. Tried factory reset on omnipod controller device. Also tried switching to a new omnipod controller device. Final attempt was to replace the dexcom g7 sensor instead. Changing the dexcom g7 sensor finally worked. Omnipod is replacing the 4 removed pods. Dexcom is also replacing the removed sensor but refused to believe it was a problem with their sensor because I didn't get an error in the phone application. My sister-in-law reported the same issue to me a week earlier and also didn't get an explanation from dexcom as to what caused her issue. She had to replace 7 omnipod pods for failures connecting to dexcom g7 sensor.reference report: mw5163311, mw5163312, mw5163313.